Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus and bolus was completed successfully. Customer was also able to unload and reload cartridge however the cartridge alarm recurred each time. The customer was at work and didn't finish troubleshooting with cts because she didn't have another cartridge. Cts followed up and left a message with the customer to resume troubleshooting. No further information is availabe at this time. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.